Event description:
While the pt was ambulating with the walker, the right back leg fell off, the pt fell against a wall and onto the floor on his right side. The pt sustained an ac shoulder separation. The pt received physical therapy for range of motion to the shoulder, ice packs and provided a sling for comfort.